Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Logfiles have been requested but not provided therefore logfile review cannot e performed. Treatment reports, pre and post-op clinical information, re and post-op topographies and anamnesis was requested but has not been provided therefore clinical assessment cannot be performed. The machine was inspected, focusing on the main parameters of test repeatability and energy consistency. No evidence of machine functionality issues that could pose a risk to the treatment was found. During the treatment, it was observed that the room had high thermal perception and that the wall thermometer was measuring a temperature inconsistent with the perception, which is a major risk factor. The client is aware of controlled environment issues, such as high humidity and temperature, as well as substances that release chemicals into the air (such as cleaning products, paint, and perfume), which can influence treatment results. The client will be advised by the clinical specialist on other important recommendations and best operational practices. Filed service engineer concluded device met specifications as per service installation record. A review of the technical service onsite showed no abnormalities that could have contributed to this event. Laser was successfully verified prior to and after complaint was filed. During onsite technical visit, field service engineer performed inspection and preventive maintenance, including replacement of all lenses and filters. The root cause for the customers reported event could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported overcorrection resulted in hyperopia and retouching performed in the right eye with the system after lasik surgery. Procedure was completed on same day. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.